Event description:
It was reported that when priming the PICC, fluid leaks out of the end of the PICC. When aspirating the PICC once inserted to determine blood return a significant amount of air is aspirated into the syringe. If clinicians aren't focused on this then the risk of pushing this air into the central system is quite high.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.